Event description:
It was alleged that the stair chair is difficult to maneuver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility reported this alleged issue however did not require an evaluation of the device. The customer did not request an evaluation.

Event description:
It was alleged that the stair chair is difficult to maneuver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.